Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "hi" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified test strips expire 10/24/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 596mg/dl and 155mg/dl. Reviewed meter memory: (B)(4). Customer is concerned with the hi result on (B)(6) 2015. No adverse event reported.